Manufacturer narrative:
There was/were 1 case(s) with no sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of device not returned. There was/were 1 case(s) with no sample received for evaluation, a result code of improper material and a conclusion code of failure to follow instructions. (B)(4).

Event description:
This report summarizes e2000003 2 reported events for q1 2018. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material.